Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted the firing knob was advanced. The single use loading unit(sulu) was received fully fired and the interlock was engaged. A properly formed staple was observed on the sulu. The knife blade was advanced with no noted damage. Cracks were noted on the surface of the sulu. The firing knob was retracted for functional testing. The sulu was then reset and loaded, and the sulu was loaded into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The instructions for use(IFU) states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Replication of the cracks on the sulu surface may be due to use in tissue thicker than indicated. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing anastomosis of the colon during a laparoscopic reversal of colostomy, the surgeon fired the stapler and the knife blade deployed and it could not be retracted, but the staples did not deploy. The surgeon stated they advanced the black knob and pull back then removed the device. The bowel was damaged and they had to remove additional bowel. The procedure was completed with another device without issue. Surgical intervention and change in patient plan of care had to be done to resolve the issue. The surgical time was extended the for 30 minutes or more, and the event led to extended patient hospitalization.

Manufacturer narrative:
(B)(4). (Surgical intervention required, extended or time, extended hospital stay). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing the anastomosis of the colon during a laparoscopic reversal of colostomy, the surgeon fired the stapler and the knife blade deployed and it could not be retracted, but the staples did not deploy. The bowel was damaged and they had to remove additional bowel. Surgical intervention and change in the patient plan of care had to be done to resolve the issue. The surgical time was extended the for 30 minutes or more, and the event led to extended patient hospitalization.